Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed a particle inside the chamber. The reported condition was verified. The cause of the condition was not determined. However, the cause was narrowed down to a supplier issue. Notification has been sent to the supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard solution administration set contained particulate matter in its chamber. The issue was observed prior to use. Therefore, there was no patient involvement. No additional information is available.